Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The reported suoh 03 guide wire was returned for evaluation. The returned guide wire had the core fractured at approximately 30mm distal to the proximal-mid solder that was originally located at 60mm from the tip. From the proximal-mid solder, the fractured coil wire was elongated for approximately 420mm. The fracture end of the coil wire was relatively flat that indicated torsion that was generated as coils got straightened contributed to the fracture. A part of the distal-mid solder that was originally located at 30mm from the tip was found attached on the fracture end of the coil wire. Observation of the core fracture found that the inner coil wire, one of core composing parts, was significantly tightened. For observation purpose, the inner coil wire was unraveled. The exposed core wire was fractured at the same location where the inner coil wire fractured. Observation by scanning electronic microscope found helical marks made by accumulated torsion on the core wire shaft near the fracture end. The fracture surface of the core wire was relatively flat as seen on the proximal side of the core wire fracture. Above findings suggested that both coil wire and the core were fractured at the distal-mid solder. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation results, it was presumed that torsion had continuously applied on the suoh 03 guide wire while the wire tip was being caught by the collateral channel. When the accumulated torsion exceeded the product's design limit, it made core both core wire and the inner coil wire to be wrenched off. The coil wire likely became fractured by tensile stress generated with wire removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?¿) in the same direction; and, - [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a severely calcified chronic total occlusion in the right coronary artery (rca) #2 that failed to cross in the past two antegrade pcis. Retrograde approach was taken this time. An asahi suoh 03 guide wire was advanced via the septal collateral channel when it became trapped in the channel. As the physician was attempting to take out the guide wire, the wire tip became separated. A snare was delivered to retrieve the separated tip, however, failed. Switching to antegrade approach, it was able to cross the lesion and the occlusion was treated with stent. Because the blood flow of the rca was successfully reestablished, the physician determined to leave the separated tip in situ and completed the procedure.